Event description:
The generator was for demo trial. It was used for open procedures in general surgery. Buzzing uninsulated forceps by means of the hand switching pencil resulted in localized burnes on the finger. Electrical tests done by the hospital were normal.